Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, a cancellous bone screw broke during insertion. Fragments were generated, it is unknown if it was removed easily without additional intervention. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 4.0mm cancellous bone screw partially threaded/35mm. This report is 1 of 1 for (B)(4).